Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. Based on the data found, no clear root cause can be determined. The most likely cause was a defective power management supply connection. No information is available as to whether the power management supply was replaced or not. Following this complaint, no further complaints were submitted for the device in question. There was no patient or user harm reported.

Event description:
From customer: got a vent in this morning with complaint "reconnect external battery", looked at the logs and got me a bit confused. Goes reconnect external battery then 7min later says loss of mains power and internal battery empty at the same time. Next came up with tf 8306 thats not in the manual. Both batteries are full when I received it outside my office. This unit is under the parts warranty currently. Any ideas?